Manufacturer narrative:
(B)(4). External insulation abrasion was noted at 10.5-11.0cm from the connector pin, consistent with lead friction to the device can. The outer coil was exposed at this location, consistent with the field observation of noise. (B)(4).

Event description:
It was reported that patient presented in the or for lead revision due to noise. It was noted that patient initially presented in the ER with arm pain/numbness. Lead was extracted and replaced. No further information.